Event description:
The customer reported on (B)(6) 2011 that on (B)(6) 2011, the fiber was noticed to have commenced forward firing at 31390 joules during prostate vaporization. The procedure was completed with a second fiber. Neither the patient nor the end user experienced any injuries as a result of this event.